Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device did not charge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.